Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the ventilator blower had too many hours of operation. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the user site, the downloaded error log contained codes indicating the internal battery, and electronic chip that provides the ability to use the battery had failed. The motor blower, power management board, obm gasket, pollen filter, were replaced. All functional tests passed.